Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the customer from the affected runs was a use error, which occurred on 16 december 2025. Specifically, a user failed to complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ due to the user error detailed, the reagent in bottle 5 (ethanol) containing 48% ethanol was used as the final dehydrating step in the the affected run. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% and the minimum xylene concentration required for use in the final clearing step of a protocol is 95%. The consequences of using reagents at a concentration less than the minimum required for the final dehydrating step and final clearing step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available showed that the instrument functioned as designed during execution of the affected tissue processing run.

Event description:
On 18 december 2025 , the customer contacted leica biosystems and reported "tissues sections are expanding as soon as they are laced in water bath. Blowing apart from paraffin wax. Minimal hematoxylin staining ( muddy) and overstaining of eosin." The leica global applications technical team lead documented "some stations were reset while reagent contents remained unchanged. Initial data review show bottle 5 ethanol and bottle 1 formalin was marked as changed on 12/16." On 24 december 2025, the leica global applications technical team lead documented "all tissue diagnosed."